Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the left and right workstation monitors. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that both the left and right monitors on the 9800 system have boot up images burned into the phosphor of the monitor. Impacts image resolution and contrast. There was no report of pt injury.